Event description:
Customer called to report a leak from reagent probe b of the unicel dxc 600 synchron. Customer stated that the instrument displayed cartridge chemistry cuvette errors, indicating that no fluid was detected. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) evaluated the issue by telephone and assisted customer with troubleshooting the issue. The cts instructed customer to check the reagent syringe assembly, during which customer noticed that the syringe was very loose and that reagent probe b was leaking. Customer stated that the drip tray contained fluid. The cts then instructed customer on how to tighten the cartridge chemistry reagent syringe and fittings. The cts then verified instrument performance with customer to ensure that the troubleshooting guidance provided effectively resolved the issue. Upon follow-up, customer confirmed that the instrument is operational and has not called back to report any further issues. The issue was resolved with routine troubleshooting.

Manufacturer narrative:
(B)(4).